Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient started to feel like they was going into diabetic ketoacidosis so the patients mother brought her to the hospital. Patient was very nauseous and dry heaving. The pod was on the patient for 4 to 24 hours on the abdomen. Patient wore the pod in the hospital. The patient was there treated with two bags of IV fluid and was monitored until there blood glucose levels went down. They finally lowered to 197 mg/dl and they asked the patient to then go home. When the patient left the hospital at 5:30 pm, they asked the patient to use manual injections until they speak to there personal doctor.